Event description:
The customer reported the nurse stated the medication was started at approx 0530 and by 0630 the bag (250ml) was almost emptied and an alarm was sounding. Biomed has done preliminary testing which included a full pm and has not come up with any malfunction. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion could not be confirmed. The devices were not returned for investigation, however, during a site visit, the pcu and the related pump modules were available for a visual inspection. A visual eval of the pump module found no damage or other anomalies that could have contributed to an over infusion condition. The event log showed that the device was in use for several days before the alleged event. At 5:25 am on (B)(6) 2012, a change in vtbi was made; this is assumed to be a new IV bag being attached. The infusion was programmed to run at a rate of 10 ml/hr. An hour later the user terminated the infusion; there were no alarms for any malfunction or error codes. The infusion program was up on another pump and ran for about an hour before the user terminated the infusion. Testing of the device by the hospital biomedical technician found the device to be working with all specifications. The root cause of the customer's experience of an over infusion could not be confirmed. No problems were detected in either the programming or the operation of the device.